Event description:
During fibula plate surgery, the surgeon inserted the locking screw in distal screw hole of plate. To avoid fracture line, the surgeon diagonally inserted the screw and the screw broke when the surgeon tightened the screw. The surgeon was not able to remove the shaft of broken screw from the pt bone. No adverse consequence was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.